Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. Device not available for evaluation.

Event description:
It was reported that an 8015 pcu keypad was replaced because the charger indicator not lighting. There was no reported patient involvement.